Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose readings and stated that he went into coma. Customer reported waking up and having trouble breathing. Customer's mother performed CPR on him and he was taking to the emergency room visit. Customer also mentioned that he had the paramedics come two weeks ago. It was noted that the insulin pump was not programmed correctly. Customer's blood glucose reading at the time of the call was 112 mg/dl. No further information reported.